Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was that a couple days ago they noticed that they were getting kind of sharp shocks in the lower part of their back near their sacral area. Pt stated that they checked to see if the ins needed to be recharged and the ins was at like 40% so they recharged the ins. Pt stated that they noticed when they would rock they would start getting the same shocking feelings like pins and needles. Pt stated that sometimes it kind of felt like the same feeling as if they hit their funny bone when they walk. Pt stated that today they were starting to get shocks in the upper portion of their back and more in their mid-back area and from there down in their legs especially on their left side. Pt stated that the shocks would go down through to the front of their foot so every time they would start to move their toes the device was electrocuting them. Pt stated that they turned the stimulation down, however it was still happening. Pt stated that they turned the ins off for a while but nothing really changed so they turned the ins back on j ust recently. Pt stated that they further reduced the stimulation but it had gotten to where even if they were just sitting not moving they would still have the sensations. Pt stated that they turned the ins off again but that they thought it might be phantom or something since they were still feeling the sensations with the ins off. When asked for the event date, pt stated that it had been like building up and that they wanted to say it was either sunday or monday. Pt confirmed that they did not notify the rep of the reported issue. Pss redirected pt to hcp to further address the reported issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.